Event description:
Presented two days prior to explant, complaining of moderate amount of drainage from the incision site. On inspection, the surgeon saw bar metal. The pt was taken to the operating room and the incision was reopened. The inner stem was identified and grasped in its entirely. The lead as well as the ipg was removed in it entirely. The wound was irrigated with antibiotic saline. In 2004 the pt had first stage implant of the inner stem. They had dramatic improvement of their symptoms and the following month they had placement of an ipg lead, revision and intraoperative programming. The old lead extension was cut and removed from the body site.